Event description:
The customer reported a case of severe extravasation after a shoulder arthroscopy/rotator cuff repair with subacromial decompression, biceps tendonitis, and removal of calcium deposits. The mentioned procedure was performed on a (B)(6), male patient on (B)(6) 2013. The 24k irrigation pump, 24k900 shaver sensor along with the 10k150 tubing set were used with no problems noted during the procedure. The "fluid extravasation" in and around the neck, shoulder, and abdomen was noted after the completion of the procedure when the drapes were removed from the patient. The patient was admitted and remained in ICU overnight and was released the next day with no adverse effect noted. Additional information received from the hospital indicated that the procedure lasted nearly 3 hours and 10 bags (30,000cc) of fluid were used. There were no problems noted during the procedure and as such the involved tubing set had already been discarded and will not be returned for evaluation.

Manufacturer narrative:
An evaluation and testing of the returned pump found the unit performed as intended with no functional issues that could have caused or contributed to the reported problem. The pump alarms, flow, and pressure sensing functions were extensively tested and met manufacturer functional test requirements. A review of the device service/repair history records indicated that the pump was manufactured on 25-aug-2008 with the last service/repair date of (B)(4) 2013 to repair/replace the damaged chassis and front bezel. Additionally, a 2-year review of the device complaint history shows there have been no reports of serious injury or death related to the device. As reported, the involved tubing set is not expected for evaluation, as it was already discarded at the user facility. A review of the complaint history showed there were no other complaints received for this item and lot # combination. The 24k900 shaver sensor is still being used at the user facility and not expected for evaluation. This device was manufactured on 25-jun-2010 and was returned on (B)(4) 2013. The evaluation and testing in september showed the unit passed all manufacturer test requirements. To reduce the risk of patient injury, the device instruction manual provides the following warnings: monitor the patient closely during and after the operative procedure for signs of complications resulting from excess fluid absorption. Monitor fluid intake carefully in cases of known joint trauma with possible capsular defects to avoid excessive effusion. Extravasation can occur more rapidly when using a mechanized fluid infusion system than when using a gravity system. Carefully palpate and visually inspect the extremity and operative site frequently throughout the procedure for signs of possible extravasation. Do not allow this device to run unattended. Patient safety requires that the pump be continuously monitored during operation.